Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a cracked battery compartment. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was observed to have a crack in the battery compartment from the opening of the compartment to the primary case seal and finger pad. The battery compartment was confirmed to be able to tighten fully to the pump until the o-ring was properly seated and the cap was flush with the pump. There was no evidence of moisture damage to the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).